Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the field representative was unable to interrogate this device. It was suspected that this observation was caused by a prematurely depleted battery. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis confirmed the inability to interrogate this device. It was noted that the device battery monitoring voltage was 0.57 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Visual inspection revealed the integrated circuit (ic) was cracked. The cause of the cracked ic was undetermined. The premature depletion seen in the field was due to a high current condition which depleted the battery. However the cause of the high current condition could not be determined due the cracked ic .